Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level ranged between 250-270 mg/dl. Reportedly, the customer changed pump supplies to address the issue.